Manufacturer narrative:
Product event summary: the data files and the afr-00001 catheter with lot number 0013041704 were returned and analyzed. The reported "temperature sensor fault" error was observed based on log files. The image file returned from the field was reviewed. The video showed the initial start up of the system. The reported "temperature sensor fault" was not observed based on media file. No anomalies were identified during external visual inspection of the catheter. During testing, the catheter was connected to the mapping system (test/lab). Mapping system terminated the delivery of ablation due to error #048 (a temperature sensor fault). The returned catheter failed the shorts test. Anomaly was noted at the electrode #ed4. The returned catheter failed the mapping test. Anomaly was noted at the electrode #ed4. Inspection (microscope/x-ray imaging) and testing were performed to verify the integrity of the catheter sub-components. During inspection of the sphere segment, an open circuit / electrical intermittence was observed at electrode #ed4. In conclusion, the reported issue (aborted under general anesthesia) cannot be assessed through data analysis. The reported issue (temperature sensor fault) was confirmed through analysis. The catheter failed the returned product inspection due to an open circuit /electrical intermittence in zone 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a temperature sensor fault occurred. Preventing further lesions. The catheter was paced and reconnected without resolution. The catheter was no replaced. The procedure was aborted under general anesthesia. No further patient complications have been reported as a result of this event.